Manufacturer narrative:
The device was not returned for evaluation. An event regarding corrosion involving a accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
User facility report (B)(4). Patient had revision surgery of his right total hip replacement after only 5.5 years because of instability and fear of dislocation. This was right around the time of the announcement of the cocr femoral head recall by the manufacturer, stryker orthopaedics. The patient turned out to have an affected device but it was not known at the time so tests for metallosis were not done. Also noted that there is corrosion visible within tapered hole of femoral head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
User facility report # (B)(4). Patient had revision surgery of his right total hip replacement after only 5.5 years because of instability and fear of dislocation. This was right around the time of the announcement of the cocr femoral head recall by the manufacturer, stryker orthopaedics. The patient turned out to have an affected device but it was not known at the time so tests for metallosis were not done. Also noted that there is corrosion visible within tapered hole of femoral head.